Event description:
It was reported that the device has lines on the display. There were no known impact or consequence to the pt.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on and there were no display anomalies observed. As such, the complaint could not be confirmed. A service history record review reveals that this unit was in the field for over one year with no previous reported issues prior to this reported event.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.